Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and possible rupture.

Event description:
Patient called to report a right side capsular contracture baker grade unknown and "possible rupture". Device remains implanted.

Event description:
Patient called to report a right side capsular contracture baker grade unknown and "possible rupture". Later, healthcare professional called to report right side deflation. Device has been explanted.

Manufacturer narrative:
Laboratory analysis summary: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed a delamination total of the valve (adhesive failure) ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Later, healthcare professional called to report right side deflation. Device has been explanted.